Event description:
This pt experienced the restenosis of two cypher stents within the bifurcation of the ramus (rami) and marginal branch (om). Due to progression of coronary disease, the pt was treated with bypass surgery (CABG). The pt is currently in stable condition. This unknown pt with a past medical history of previous pci, hypertension, high cholesterol, obesity and smoking, was admitted to the hosp with a chief complaint of cad. The pt was taken electively to the cardiac cath lab, where angiography revealed a 99%, long (23cm), de novo, bifurcating, mildly calcified, angulated lesion in the ramus intermediate artery (rami) and a 70% long (33mm), de novo, bifurcating lesion in the obtuse marginal branch (om). A bolus of 2,000 units of heparin was administered via IV, with the highest act recorded as 271 seconds. 325 mg of aspirin was also administered. Gp iib/iiia inhibitors were not administered according to the reported information. There were no difficulties in accessing or wiring the vessel noted. Both lesions were predilated with a 20mm balloon inflated to 10 atms times three inflation. A 2.5 x 23mm cypher stent (rami) and a 2.5 x 33mm cypher (om) stent was deployed to 12 atms in "kissing balloon" technique with satisfactory results. The stent was post-dilated. The pt was discharged on plavix, for which compliance is reported. Approx eight months to thirteen months later (approximated per device shelf life/ubd), the pt returned to the hosp (reason unk). Repeat angiography demonstrated restenosis within the bifurcated union of the two previously placed cypher stents. The pt was stratified toward elective bypass surgery (CABG) due to the advancement of coronary disease. The pt is reported to be in good condition following surgery. Stent is not distributed in the us; however, it is similar to the us product. This is one of two reports submitted for the same event. Please reference MFR. Report # 9616099-2005-01412.